Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5626040, and no non-conformance's related to the reported complaint condition were identified. Concomitant medical products: mentor siltex contour profile high 275cc saline prosthesis, catalog #3542711, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation with a mentor siltex contour profile high 275cc saline prosthesis and experienced left sided deflation post procedure. A change in the size of the left prosthesis was noted, and deflation was confirmed with mammography. As a result, the device was explanted on (B)(6) 2019.